Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Pump was recalibrated to resolve the issue.

Event description:
Customer stated that pump did not infuse what it was set for. Attempts were made to obtain more details related to the event with no response received.